Event description:
Information received regarding the explanted device indicates that the patient had fallen several weeks prior to a chest x-ray which showed that the lead had dislodged and was floating near the ventricle.